Event description:
According to the reporter, during procedure, the device worked once then error saying check for metal clip/staples, excess fluid. The device was removed from surgical field and was inspected that the blade in the device was exposed and bent in the jaws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.